Event description:
The customer reports the sheath has a cracked hub.

Manufacturer narrative:
(B)(4). The customer returned one dilator and sheath for evaluation. Visual examination of the returned dilator revealed that the hub was broken and separated, the hub was returned. The point of separation on the dilator was rough and jagged, indicating undue force caused the stretching and breakage. The condition of the separation points appears consistent to that of a stress related break. The overall length, and inner and outer diameter of the dilator were measured and all were found to be within specification. The dilator was advanced through both the proximal and distal ends of the returned sheath. Little to no resistance was observed. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of hub separated from dilator was confirmed through complaint investigation. The dilator body were separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilators met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the customer description and the returned sample, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the dilator hub separated - during use.

Event description:
The customer reports the sheath has a cracked hub.